Event description:
Customer states: the pt checks the cuff pressure at 8:00 and 0:00. A visiting nurse checks it at 14:00 of monday, wednesday and friday. Low cuff pressure was confirmed every time. They maintained it every time. No pt harm. Prior-to-use check: no. The pt was reintubated with a new tube.